Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) service alarm code and was hot to touch. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 (overtemperature) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause to the customer reported s233 malfunction alarm code with a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.